Manufacturer narrative:
Additional information was received on december 5, 2023. The devices reported with this event were not mentor implants. They were manufactured by allergan. Therefore, mentor cannot provide any further information regarding the details of this event or device analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation revision with unknown mentor prostheses experienced bilateral capsular contracture (baker grade unknown) post procedure. As a result, explant is planned for (B)(6) 2023. D2a (common device name) and d2b (procode) are unknown, however, they are being populated for submission purposes. See 1645337-2023-10737 for contralateral prosthesis report.